Manufacturer narrative:
Journal article: impact of high-dose statin on cardiovascular outcomes in real-world patients with st-elevation acute myocardial infarction authors: takenobu shimada, kohei osakada, koya okabe, et. Al. Journal: heart and vessels year: 2021 reference: doi.org/10.1007/s00380-020-01696-9. Patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the death(s) was provided. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article titled - impact of high-dose statin on cardiovascular outcomes in real-world patients with st-elevation acute myocardial infarction - was submitted for review. This study was a retrospective examination of the impact of high-dose statin therapy on cardiovascular outcomes, including the types of coronary revascularization, in a (B)(6) real-world all-comer registry of st-elevation myocardial infarction (stemi) patients. The primary endpoint was a composite of cardiac death, non-fatal myocardial infarction, and ischemic stroke. The secondary endpoint was a composite of the primary endpoint and any unplanned coronary revascularization, including de novo lesion revascularization, or any target lesion revascularization (tlr). Tlr was defined as any reintervention for inside the treated lesion or within 5 mm proximal or distal to the target lesion. Clinical follow-up was routinely conducted at 8 months and 2 years after onset, and outcomes were evaluated within 2 years after the onset of stemi. The study included a total of 1110 consecutive stemi patients who underwent primary percutaneous coronary intervention (pci) and were discharged. A high-dose statin was administered in 117 patients and non-high-dose statin was administered in 947 patients, 46 patients received no statin and were excluded. The medtronic resolute integrity coronary drug-eluting stent was among the stents used during the pci procedures. In overall patients, there was no significant difference in the primary endpoint between the two groups (0.9% vs. 3.8%). However, the incidence of the secondary endpoint was significantly lower in the high-dose statin group than in the non-high-dose statin group (6.2% vs. 16.9%). Reduction of de novo lesion revascularization was significantly correlated with a high-dose statin. The results of this analyses indicate that administration of a high-dose statin may result in better cardiovascular outcomes after stemi mainly by reducing the rate of revascularization for de novo lesions regardless of the achieved low-density lipoprotein cholesterol level in real-world patients.